Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray and femoral component, and the femoral stem had broken. Some black colored soft tissues caused by metallosis were found around the patient knee. Metallosis was caused by the friction of the broken stem.

Manufacturer narrative:
The device associated with this report was not returned. Examination of provided device photographs confirmed the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Without the physical complaint samples associated with this report and product lot code information, it was not possible to determine if the devices failed to meet specification at the time it was released for distribution. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.